Event description:
Pt reported that device's piston rod is not advancing past the halfway point. No error messages were generated by device. Pt's blood glucose was not affected, and no treatment was received.